Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. The pt underwent generator replacement surgery approx 10 months prior, at which time device diagnostic testing was within normal limits, indicating proper device function at that time. It was reported that the pt has recently experienced an increase in auras. X-ray results are pending. Lead break is suspected.

Event description:
Further follow-up revealed that the pt is no longer experiencing an increase in seizures and is currently seizure free.